Event description:
A (B)(6) female pt underwent a cerebral pipeline stent procedure for resolution of three large cerebral aneurysms. The procedure was lengthy, but the procedure was uneventful. Post procedure MRI revealed a cva due to an air embolus. There is no evidence that the device contributed to the pt's outcome.